Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to an external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, during preparation for use and after precleaning, the evis exera ii ultrasound gastrovideoscope was leaking at the elevator channel plug during a leak test. The plug was loose. The procedure was not impacted by the leak. Prior to discovering the leak, there were no issues with the scope. No patient harm reported. During the evaluation of the device, it was noted the forceps cover glue was peeling. This report is to capture the reportable malfunction of the peeling forceps cover glue noted at estimation.

Manufacturer narrative:
In speaking with olympus technical assistance, the reporter stated the scope could not be ethylene oxide (eto) sterilization and wanted to know options. The reporter was sent a document how to reprocess damaged scopes and was advised to reprocess the scope with the leak tester attached the entire time and to tape up the leaking area with electrical tape. The device was returned to olympus for evaluation and the issue was confirmed. The inlet on the elevator channel was loose and leaking. Additionally, there was a leak between the control knobs. The forceps cover glue was peeling. There was a crack on the bending section cover glue. The light guide lens was cracked. The image was distorted therefore the charge-coupled device (ccd) unit needed to be replaced. The scope connector was loose. There was an issue with the angulation. The control knob had play and the customer label had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.